Event description:
The facility reported a colleague infusion pump with a malfunction of "pump failure." This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a pump failure was confirmed during product evaluation. The root cause of the reported problem was determined to be corrosion on pump head channel b. Appropriate action was taken to correct the reported problem by replacing the pump head module channel b. Additional information: this is involving a pump with software version 5.04.00 which is categorized as unremediated. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release. A service history review found that the device has not been previously sent into service for the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.